Event description:
Patient had a septal occluder placed and returned the following day to the cardiovascular (cv) lab due to the occluder dislodgment into the left ventricle of the heart. Retrieval attempted for 3 hours. Patient taken emergently to or for removal and expired during the procedure.